Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that, the desktop charger(dtc) was no longer charging the recharger. Caller described the metal part of the device looks blackened and burned out, it was also mentioned that the dtc pin broke off. Caller did not have charger with them at time of the call, so will call back with sn to order replacement. Pt rep called back and has the dtc with them. They read the dtc serial number off. A request was sent to repair dept to replace the dtc.